Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners caused damage to their mouth such as bleeding, cuts to their mouth, and a breakout in their mouth, and there is an issue with their crown that the aligners were worsening the condition. Patient was seen by their dentist who referred them to orthodontist and periodontist. This is a contraindicated patient.

Manufacturer narrative:
Patient called in with additional information after the reported event. The patient's dentist recommending ceasing all treatment. H6 codes added. Health effect: clinical code. Hemorrhage/blood loss/bleeding; blister; pain; deformity/disfigurement. Medical device problem code: sharp edges.